Event description:
As reported, about 6 weeks post-usage of arista ah during an abdominal hysterectomy procedure, the patient developed a seroma (fluid collection).

Manufacturer narrative:
As reported, occurrence of fluid collection (seroma) post usage of arista ah. Based on the information provided, no conclusions can be made as to the extent to which the usage of arista powder may have caused or contributed to the patient's postoperative fluid collection (seroma). No lot number has been provided; therefore, a review of the manufacturing records is not possible. The adverse reaction section of the instructions-for-use supplied with the device identifies seroma as a possible complication. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.